Event description:
It was reported by service report that the fowler could not be raised or lowered completely. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.